Event description:
Patient's IV tacro line beeping "occluded" frequently. Rn attempted to flush white lumen where medication was infusing and lumen ruptured, causing small tear in rubber at end of lumen near the cap. Line clamped and labeled "do not use" and all medication switched to red lumen. Nocturnist made aware of line failure. Patient had cvl replaced in cvir.

Event description:
Patient's IV tacro line beeping "occluded" frequently. Rn attempted to flush white lumen where medication was infusing and lumen ruptured, causing small tear in rubber at end of lumen near the cap. Line clamped and labeled "do not use" and all medication switched to red lumen. Nocturnist made aware of line failure. Patient had cvl replaced in cvir.

Event description:
Patient's IV tacro line beeping "occluded" frequently. Rn attempted to flush white lumen where medication was infusing and lumen ruptured, causing small tear in rubber at end of lumen near the cap. Line clamped and labeled "do not use" and all medication switched to red lumen. Nocturnist made aware of line failure. Patient had cvl replaced in cvir.

Event description:
Patient's IV tacro line beeping "occluded" frequently. Rn attempted to flush white lumen where medication was infusing and lumen ruptured, causing small tear in rubber at end of lumen near the cap. Line clamped and labeled "do not use" and all medication switched to red lumen. Nocturnist made aware of line failure. Patient had cvl replaced in cvir.